Manufacturer narrative:
Additional narrative: (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Triam stem tip broke off in patient's femoral canal and could not be retrieved.

Manufacturer narrative:
Conclusion and justification status for MDR: examination of the returned device confirmed the washer, dowel and tip broke and separated from the stem component. X-rays review confirmed that a portion of the device remained in the patient. Dva-107707-pra 2nd rev. Was conducted to identify a potential patient harm. CAPA-(B)(4) was initiated to identify a root cause and corrective action for the stem/tip disassociation. Monitor future reports of stem/tip disassociation through sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.